Event description:
During advanced the vrd system, the stent ¿jumped¿ out of catheter. As a result was deployed not where expected and distal to the neck of the aneurysm. The enterprise was not recaptured more than once, and all guidelines were followed when deploying the vrd, the embolization procedure was completed by deploying a second stent. The target site was the internal carotid artery that was normal not too tortuous.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use, the enterprise stent ¿jumped¿ out of the catheter. As a result was deployed not where expected and distal to the neck of the aneurysm. The enterprise was not recaptured more than once, and all guidelines were followed when deploying the vrd. The embolization procedure was completed by deploying a second stent. The target site was the internal carotid artery that was normal not too tortuous. Per lake region report (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event could not be confirmed, since the product was not returned for analysis. There is no indication of any device performance or manufacturing issue related to the reported event; therefore, no corrective actions will be taken at this time. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The UDI was accidentally not included in previous reports. (B)(4).